Event description:
On 9/3/2025 the user reported that they had disconnected from the ilet on (B)(6) 2025 after experiencing fluctuating blood glucose (bg) levels ranging from 65 mg/dl to 305 mg/dl. The user indicated that a low bg was overcorrected, after which the pump brought levels back down. The patient reported no symptoms, no hospitalization, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.